Manufacturer narrative:
This device involved in this event has been returned, however evaluation is currently pending. Following completion of the investigation, a follow-up medwatch will be submitted. Reference: (B)(4).

Event description:
It was reported from (B)(6) that during the embolization treatment of an aneurysm of the left arteria communicans anterior artery, the coil was reported to have stretched during positioning. The physician was able to remove the pusher from within the microcatheter. The two centimeters of the stretched coil still remain in the parent vessel. The physician exchanged to another coil and continued the examination without issues. The patient was reported to be doing well. No patient harm or injury was reported.